Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump over infused. The patient was transferred from the emergency department (ed) to the intensive care unit with an epinephrine drip infusing at 25mcg/minute and transferred to the novum pump. Patient was having ¿frequent ectopy with premature ventricular contractions (pvcs) and ventricular tachycardia (vt)¿ with a blood pressure of 160/130. The nurse noted there was ¿very frequent drips, much higher than programmed¿. The nurse clamped the line and switched back to the sigma pump from the ed. The rate was reduced to 20mcg/minute and the ectopy was ¿resolved¿. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.